Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace and pin 1 trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures and it was not working properly. Customer's blood glucose level was 340 mg/dl. Customer was able to clear the alarm and able to complete pump rewind. It was also reported that the fill cannula was recorded in daily history. Customer was advised to perform self test and test did not passed then they did self test again same error occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.